Event description:
The customer was hospitalized for high blood sugars. The customer has been hospitalized twice before this incident due to high blood sugars. The customer was taken by the ambulance and was wearing the pump at that time. The customer stated that the doctor tested the pump that morning and the doctor stated that the pump was not delivering properly. Troubleshooting was done on the pump and the alarm history showed many auto off alarms. The customer was not aware of this alarm and did not know what they meant. The customer did not know the feature was turned on. The customer was assisted on how to turn feature off. Troubleshooting was done and an alarm occurred on the pump. The customer cleared the alarm and retested the pump. The pump passed the functional tests. The customer was uncomfortable with the pump and wanted the pump replaced.